Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted due to normal battery depletion. No allegations exist against this ICD during its service life. However, upon receipt at guidant, initial testing revealed that this ICD did not meet specifications according to longevity.